Event description:
The technician alleged that the brakes are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake bushing and brake casters to resolve the issue.